Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt was unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an broken pulse wire in the cable connecting ECG "a" and "b" and the front therapy electrode. The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages. A us distributor reported that a battery was unable to power on a monitor.